Event description:
It was reported that during a wrist procedure, the arthroscope appeared cloudy with poor vision; the surgeon changed to an open procedure to complete the case. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow-up information was received that the scope was only used this one time at the facility.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was requested/is expected for evaluation but has not yet been received; the device cannot be located at this time. The cause of the event could not be determined from the information available and without device evaluation. Serial number was requested but not provided, therefore device history record review could not be performed.based on the information provided, the most likely cause of this event is damage to the fiber-optics either before or during use from being hit by another device and/or mishandling, bending the device, insufficient and/or improper lens cleaning, or scratching of the lens; a definitive root cause for the event is not able to be determined. If additional relevant information is received, a follow-up report will be submitted. The conclusion of this investigation will be communicated to the event reporter.